Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns an (B)(6) chinese female patient. Medical history included coronary heart disease and asthma. Concomitant medications included an unspecified treatment for coronary heart disease. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) cartridges (humalog mix 25) via humapen (unknown device), 10 units at morning and 4 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. On unspecified date, her humapen had problem, and it did not inject her insulin; therefore her fasting blood glucose was 20 and postprandial blood glucose was 20 (unspecified units). She experienced hyperglycemia and was hospitalized. During hospital, her dosage changed to 12 units at morning and 6 units at night. No further information regarding hospitalization was provided. By (B)(6) 2016, she was experiencing dizziness and weakness when walking. Her fasting blood glucose when she was dizzy and weak was higher than 16 and her postprandial blood glucose was higher than 20 (no units or reference values provided). On an unspecified date, her treating physician prescribed to increased 2 units of insulin lispro protamine suspension 75%/insulin lispro 25% in the morning and in the evening. By (B)(6) 2016 she was recovering from the hyperglycemia but she was still experiencing dizziness and weakness when walking. Corrective treatments were none. The outcome of the rest of the events were not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient was the operator of the humapen and her training status was not provided. The device model and reported device duration of use were not provided. Device status was not reported. If humapen was returned, evaluation would be performed to determine if malfunction had occurred. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment or not or humapen. Update 08apr2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 13-apr-2016: additional information was received on 08-apr-2016 from the initial reporter. Added dose tabs and lab test. Updated hyperglycemia, dizziness and weakness outcomes as well as narrative with new information.

Manufacturer narrative:
Evaluation summary: a female patient reported her humapen device would not inject insulin. The patient experienced hyperglycemia. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen luxura based on the description of the device, the start of the patient's therapy (2012), and product availability in (B)(6) at that time. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns an (B)(6) female patient. Medical history included coronary heart disease and asthma. Concomitant medications included an unspecified treatment for coronary heart disease. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) cartridges (humalog mix 25) via humapen (unknown device), 10 units at morning and 4 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. On unspecified date, her humapen had problem, and it did not inject her insulin (product complaint 3628310/lot unknown); therefore her fasting blood glucose was 20 and postprandial blood glucose was 20 (unspecified units). She experienced hyperglycemia and was hospitalized. During hospital, her dosage changed to 12 units at morning and 6 units at night. No further information regarding hospitalization was provided. By (B)(6) 2016, she was experiencing dizziness and weakness when walking. Her fasting blood glucose when she was dizzy and weak was higher than 16 and her postprandial blood glucose was higher than 20 (no units or reference values provided). On an unspecified date, her treating physician prescribed to increased 2 units of insulin lispro protamine suspension 75%/insulin lispro 25% in the morning and in the evening. By (B)(6) 2016 she was recovering from the hyperglycemia but she was still experiencing dizziness and weakness when walking. Corrective treatments were none. The outcome of the rest of the events were not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient was the operator of the humapen and her training status was not provided. The device model and reported device duration of use were not provided. Device status was not reported. The device was not returned therefore an evaluation was not possible. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment or not or humapen. Update 08apr2016: upon review, this case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update 13-apr-2016: additional information was received on 08-apr-2016 from the initial reporter. Added dose tabs and lab test. Updated hyperglycemia, dizziness and weakness outcomes as well as narrative with new information. Update 16may2016. Additional information received 13may2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the (B)(6) device information, updated the medwatch device information, and the narrative was updated accordingly. Update 17may2016: additional information received on 07apr2016 from the global product complaint database reiterated the product complaint number of (B)(4)for the humapen.